Manufacturer narrative:
The complaint indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as manufacturer's report# 6000093-2007-00440. It was reported that following a carotid artery stenting treatment procedure, patient complications occurred. The customer stated that the physician began the procedure with the nexstent 30mm as labeled and did not cover the lesion. He then chose to use the monorail biliary wallstent off label. Subsequently, a biliary wallstent monorail 10 x 24 "was implanted inside of the nexstent." After both stents were deployed, angioplasty was performed. The "post-stenting angioplasty procedure caused moderate bradycardia and patient developed motor weakness in his left arm and leg. Patient showed improvement within 30 minutes. Kept overnight for observation. Patient is improving but has not been released yet." The physician commented that, "the loss of motor weakness was due to a preexisting contralateral carotid and bilateral vertebral occlusions."